Manufacturer narrative:
(B)(4). Batch # v95a6v. Investigation summary: the product was returned for evaluation. In addition, in addition, a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage and with one malformed clip inside of bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. Excessive tissue manipulation with clip in jaws may result in clip dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, two clips were fed into the jaws at the same time. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.